Manufacturer narrative:
The coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil would not detach with an instant detacher during the coiling treatment of aneurysm. It was reported that the physician tried two times with instant detacher but did not try to detach with manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). More coils were implanted and procedure completed successfully. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.